Manufacturer narrative:
Date of event: approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at both incision sites. Symptoms were redness, swelling and hot to touch. The physician believed that infection was device and procedure related. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were discarded. No further information has been obtained despite good faith efforts.